Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and the lesion length was 28mm. A 3.0x28mm liberte stent was implanted. The procedure was technically successful. The residual stenosis was 0%. On the same day as the index procedure, the patient had a target vessel related mi. A rise in cardiac markers was observed. There was no data relative to EKG changes; but the location of the mi was described as anterior. At the time of the event, anticoagulation regimen included clopidogrel and aspirin. The patient was discharged six days after the index procedure without angina or silent ischemia. Aspirin 100mg daily was prescribed indefinitely and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.